Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, noted that the cutting tip was broken off from the shaft. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to wear and tear due to repeatedly cutting, prying/leveraging with the device, and extended use in the field. Manufacturing date 2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/26/2025, a facility representative reported via (B)(4) that a 0251-080 8.0mm forward-cutting monobloc reamer broke inside the patient. The patient is okay, and they were able to remove everything and use another reamer to complete the procedure.